Manufacturer narrative:
Additional information was received that the device was later electively explanted and returned for reliability analysis. Upon receipt at our post market quality assurance laboratory, the device was thoroughly inspected and analyzed. The device was then subjected to a series of automated diagnostic tests that verify the performance of the defibrillation, pacing, sensing, high voltage shocking and recording functions of the device. The device performed normally throughout all tests.

Event description:
Boston scientific crm received information from a boston scientific field representative that this cardiac resynchronization therapy-defibrillator (crt-d) and a right ventricular (rv) lead were associated with a report of pacing inhibition and inappropriate shock therapy delivery due to noise on the rv lead. There were no reports of adverse patient effects, and this device remains in service.